Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2011, this pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. On (B)(6) 2012, f/u computed tomography scan indicated the proximal end of the trunk-ipsilateral leg component was covering the right renal ostium and partially covering the left renal ostium. The renal perfusion is good; however, it is not possible to compare it with a previous scan. F/u scan also indicated an endoleak of unk origin.